Manufacturer narrative:
A visual examination of the returned pinnacle¿ lite revealed the suture on the blue with white stripe dilator was broken and the remainder of the suture with dart was not returned. Analysis reveals no damage to the capio slim suture capturing device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that a pinnacle¿ lite was used during an unknown procedure on (B)(6) 2017. According to the complainant, during preparation, the needle detached from the suture. The procedure was completed with another pinnacle¿ lite. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The exact age of the patient is unknown, however, it was reported the patient was over 18 years. (B)(4). (B)(6). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a pinnacle¿ lite was used during an unknown procedure on (B)(6) 2017. According to the complainant, during preparation, the needle detached from the suture. The procedure was completed with another pinnacle¿ lite. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.